Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent occlusion alarms. Blood glucose was approximately 100 mg/dl. The supplies were changed to address the event. Reportedly, the contact declined troubleshooting.